Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. But not yet evaluated.

Event description:
It was reported that during surgery a gouge in the skin occurred. No additional patient consequences were reported.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6), 2017, it was reported that there was a gouge in the skin that occurred during surgery. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2014 where it was reported that the device won¿t work and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, hose, width plates, and o-ring were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by on (B)(6), 2017 revealed the calibration settings were not within specification. The master blade was over the control bar which is the incorrect position and the motor speed met specifications. The head was chipped, the control bar, and the motor were all corroded. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, width plates, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was revealed that the master blade was over the control bar which is the incorrect position and calibration settings were not within specification. The root cause of the reported event was due to the master blade was over the control bar which is the incorrect position. It is unknown why the master blade was over the control bar. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.